Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. It is reported that a third device was placed successfully resulting in no untoward effect to pt, and that education is currently being provided to the staff at the facility as signal is new to this facility. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. Please note: two (2) devices were used on the pt and both failed; therefore a separate FDA form 3500a has been generated to address the other case reported under pt identifier (B)(6). The lot number was not provided. Therefore, we are unable to determine the specific mfg site. Both potential mfg site numbers are listed below. A return sample for eval is not expected. Reported to the FDA on (B)(4) 2014. Note: the actual date of event is unknown, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported that upon initial insertion of a new signal flexiseal kit into pt's rectal vault, water was leaking out of the balloon during the inflation process. It is also reported that a second fms signal kit was used on the pt and the same issue (water leaking out of balloon as trying to inflate while inserting into rectal vault) was noted upon insertion. Lastly, report states that complainant could not determine if the balloon tore upon insertion or amount of fluid instilled, or whether if they tried any testing of kit prior to insertion.